Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens, -10.00 diopter, tore during loading and there was no patient contact. Additional information has been requested but none has been forthcoming.